Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device changeout, this right atrial (ra) lead exhibited a damage between the ring pin and lead body. When the ra lead was connected to the new device, the ring electrode at the connector became shifted when gently being tugged to confirm adequate connection. The distal pin of the lead had not shifted. The connector part of the lead was covered with the suture sleeve and the lead remained in service. All measurements were within normal range. No adverse patient effects were reported.